Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 1 week post-op the patient's right eye experienced a +1.75 hyperopic outcome with a posterior vault of the lens. Reportedly, the lens was more posterior than usual like the bag was too small. The surgeon is evaluating treatment options. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was not returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.